Event description:
It was reported that the patient has experienced facial stimulation over the course of several years. It was decided that surgery should be scheduled to remove the device. The patient was explanted and reimplanted with another clarion device.

Event description:
It was reported that the pt has experienced facial stimulation over the course of several years. This problem has continued to worsen even when programs were not changed. It was decided that surgery should be scheduled to remove the device. The pt was explanted and reimplanted with another clarion device.